Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:(B)(4). It was reported that during an ipg replacement procedure on (B)(6) 2021 [related manufacturer reference number:1627487-2021-13179], high impedances were noted on one of the leads. As a result, the lead was explanted and replaced. Issue resolved. It is unknown which lead was replaced; therefore, both leads will be reported.